Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned on the same date it was implanted, due to high, out of range pacing impedance measurements. No additional adverse patient effects were reported.